Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported the current blood glucose value was 258 mg/dl. The event involved product(s) mmt-7040a, mmt-332a, mmt-397a, mmt-1884l. Troubleshooting was performed for the high blood glucoses/under delivery, sensor glucose vs blood glucose guardian sensor 3/guardian 4 sensor and the customer was advised to monitor product. The customer was using the auto mode/smart guard feature at the time of the event. The customer has been using the insulin pump system within 48hours of reported high blood glucose event. The customer alleges that the pump is under delivering because blood glucose are not coming down even with bolus. The customer reported the differences of sensor glucose vs blood glucose event. The sensor glucose was¿303 mg/dl, and the blood glucose value was 335 mg/dl which are within the acceptable range. The insulin delivery was not suspended due to sensor glucose vs blood glucose event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-397a. The customer will discontinue using the device. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted during testing. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube, corroded motor home switch. Please see below for the boluses listed on the event date 28-jan-2025 in the pump history file. On (B)(6) 2025 00:19:45.000 normal bolus delivered (220). Systemtime = (B)(6) 2025 00:19:45.000. Bolus programming method: bolus wizard (1). Bolus amount delivered: 8000 (0.8 u). On (B)(6) 2025 09:03:39.000 normal bolus delivered (220). Systemtime = (B)(6) 2025 09:03:39.000. Bolus programming method: bolus wizard (1). Bolus amount delivered: 16000 (1.6 u) . On (B)(6) 2025 10:16:23.000 normal bolus delivered (220). Systemtime = (B)(6) 2025 10:16:23.000. Bolus programming method: bolus wizard (1). Bolus amount delivered: 11000 (1.1 u) . On (B)(6) 2025 13:47:31.000 normal bolus delivered (220). Systemtime = (B)(6) 2025 13:47:31.000. Bolus programming method: bolus wizard (1). Bolus amount delivered: 16000 (1.6 u) . On (B)(6) 2025 18:41:21.000 normal bolus delivered (220). Systemtime = (B)(6) 2025 18:41:21.000. Bolus programming method: bolus wizard (1). Bolus amount delivered: 16000 (1.6 u). Pump passed functional testing and no alarms or alerts noted during testing. Possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.